Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The reporter contacted lfs alleging that the pt's one touch ultra meter did not power on. The pt was experiencing symptoms of light-headedness and swollen feet at the time of concern. She took no actions at the time of concern, and went to her med professional to get her blood glucose checked. A result of 210 mg/dl was obtained on another device at the med professional's office. The pt received no treatment. The customer service rep verified that the test strips were correct, the battery was properly installed, the battery had been replaced less than one year ago, and that the battery contacts were in good condition. The csr walked the pt through pressing the power button and the meter did not power on. The pt neither alleged harm nor experienced injury. Based on the troubleshooting, there is an indication that the product malfunctioned and that the event meets the criteria for a med device reportable. Issue was not resolved through troubleshooting. The meter was replaced.